Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and evaluated. Medical records were not provided. A visual examination of the returned product identified the device was fractured at the hex tip. There were wear lines on the shaft near the fracture site. Additionally, the features of the fracture surface visually align with zrm in which a bending overload fracture failure mode was identified. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported issue was confirmed based on an evaluation of the returned product; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right hip surgery, the screwdriver head broke during implantation of final screw. Surgical technique was utilized. The patient's anatomy did not contribute to the event. There was no patient impact, no medical or surgical interventions, no surgical delay, no surgical complications, and no foreign body retained. No additional information.